Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set). This occurred during dwell one of peritoneal dialysis (pd) therapy. The patient was connected at the time of the alarm. The technical service representative was unable to troubleshoot the setup as the patient had already disconnected from the setup and ended therapy. There was nothing unusual reported that could have caused or contributed to the alarm. The patient would complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.